Event description:
It was reported that the insulin pump had unresponsive buttons. The customer's blood glucose was 279 mg/dl. The customer stated that they tried to deliver a bolus and the numbers started scrolling. The customer had treated with manual injection. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded up keypad dome. The numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.